Event description:
It was reported that post a superficial femoral artery stenting treatment procedure, stent restenosis occurred. A wallstent had been previously implanted on an unknown date in the superficial femoral artery. In 2009, the patient presented with a 90% stenosed lesion in the calcified and moderately tortuous vessel. The in-stent restenosis was treated with a symmetry balloon. The balloon was inflated to 8 atms, 10 atms, and ruptured on the third inflation at 12 atms. There were no reported patient complications during the treatment of the in-stent restenosis. The patient's status is listed as "good". Additional information has been requested and is not available. Referenced balloon will be reported on boston scientific's 3rd quarter alternative summary report.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.